Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device getting alert 41 (low internal flow), the device was in on 3/2023 for the 2000-hour preventive maintenance service, appears that the flowmeter on that pump has failed, the device had 14,852 hours and now has 16,954.7 hours and was coming in for the 2000-hour preventive maintenance service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed ad it was noted during decon that there was no flow but flow was seen going through the shunt tube. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device getting alert 41 (low internal flow), the device was in on (B)(6) 2023 for the 2000-hour preventive maintenance service, appears that the flowmeter on that pump has failed, the device had 14,852 hours and now has 16,954.7 hours and was coming in for the 2000-hour preventive maintenance service. Per follow up information received via phone on (B)(6) 2023, updated entry description. No patient involved.

Event description:
It was reported that the biomed had an arctic sun device getting alert 41 (low internal flow), the device was in on 3/2023 for the 2000-hour preventive maintenance service, appears that the flowmeter on that pump has failed, the device had 14,852 hours and now has 16,954.7 hours and was coming in for the 2000-hour preventive maintenance service. Per follow up information received via phone on (B)(6) 2023, updated entry description. No patient involved.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed ad it was noted during decon that there was no flow but flow was seen going through the shunt tube. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.